Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports no therapy effect and clarified that their symptoms have not changed much; therapy is still not working for them. They began having urine pain and thought it was a urinary tract infection (uti) so they went in and got a test done with their healthcare provider (hcp) today and will have the results on (B)(6) 2017. They were instructed to change from program 1 to 3 or 4. They changed to program 3 during the call and noticed stimulation was off so it was turned on. No device issue and no further patient complications have been reported as a result of this event.